Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that, on an unspecified date, a plum 360 infuser had water damage and a burning smell coming out of the pump. There was no patient involvement and harm.